Manufacturer narrative:
Added initial reporter country.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. The ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. The ra lead remains in service. No additional adverse patient effects were reported.